Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced no main light icon when the device was plugged in to be charged overnight. However, the main icon would flicker occasionally, indicating an intermittent problem with the psu. This was verified in the event history with numerous battery charging start/battery charging stop events. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This device is a p1.7 colleague pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was a faulty power supply printed circuit board assembly. The power supply printed circuit board assembly was replaced to correct the reported condition.baxter will continue to monitor similar reports to determine if further actions are required.should additional information become available, a follow-up medwatch will be submitted.